Event description:
On (B)(6) 2025, the user reported a high blood glucose of 425 mg/dl on their dexcom g7, confirmed by fingerstick. No device alarms, insulin delivery interruptions, or supply issues were observed. After changing supplies that morning, glucose decreased to 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.